Event description:
The rn reported that the item was defective and has had multiple problems in the past. This specific surgery, they were unable to "retrieve" the plastic guard which came off in the patient. She stated that they filled out the incident report for the hospital.

Manufacturer narrative:
Investigation findings: additional visual inspections were not performed since the sample was not available. DHR of 35921740 part number 88-1510 was reviewed and it was confirmed that no discrepancies was found during the manufacturing process of the product. IFU of part number 88-1510 was reviewed and it was found an instruction which states: "remove the tip protector". It means that the plastic guard (straw) had to be removed previous to remove the tip protector in order to use the device correctly. Correction: no correction actions were taken. Root cause analysis: it was determined that most likely cause of this issue is that the product was used incorrectly since it is possible that there was an incorrect handling of the instructions of use of the device. Preventive action: no correction actions were taken. No further information is available at this time. Will provide follow ups if information becomes available.